Manufacturer narrative:
Additional information: section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot/serial number was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The physician reported experiencing issues related to the odyssey inserter and delivery system, specifically involving the inserter-iol interface. The reported issues include push rod misalignment, which caused resistance, iol scratching, or occasional jamming are periodic and limited to odyssey iols. The doctor observed that reducing dwell time mitigated the risk of scratching or jamming. No further information is available.